Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the course of the call, caller stated her hcp told her that another patient went thru the doors at (B)(6) and it "brought it to her knees". The patient had no other information about this incident.